Event description:
During an anterior vitrectomy corneal transplant procedure, the vitrectomy function of this unit failed. Another unit was used to complete the procedure. There was no injury reported.